Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The bf-p190 instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The service center was informed that during a diagnostic bronchoscopy procedure, the halo ring located approximately 3¿ to 4¿ above the distal end of the scope, broke off and fell into the patient. The device fragment was retrieved from the patient. The intended procedure was completed. There was no patient injury reported.